Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling cartridges with 300 units of insulin. The customer¿s blood glucose level ranged from 100 mg/dl to 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.